Event description:
It was reported that this implantable cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior during a recent interrogation. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior during a recent interrogation. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Manufacturer narrative:
This report is being submitted to provide additional information that this device still remains implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator was suspected of exhibiting premature battery depletion behavior during a recent interrogation. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative clarified that this device has not yet been replaced.